Event description:
The customer contacted baxter's technical service center to report he was attempting to check the drain volume when he started pressing buttons and bypassed the drain. This event could lead to overfill. The baxter technical service representative (tsr) advised the hp he would need to disconnect and start over with new supplies. The tsr asked the hp if he had cycled power and the hp stated yes, he pressed a lot of buttons and cycled power a couple of times. Product surveillance contacted the patient regarding the event of "pressing buttons" many times. The patient stated that it was his error and he would not do it again. The patient also stated that he is continuing with his therapy and he is doing okay. No medical intervention or patient injury was associated with this event.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A review of the following labeling was performed: homechoice/homechoice pro apd systems patient at-home. Page 12-4 of the patient at-home guide was reviewed and found to be sufficient with regards to checking the drain volume during initial drain. A review of the previous service record, (B)(4) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of user error. The previous return of the device was not for any issues related to user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.